Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, device breakage can occur when used with forced deployment and warns should any resistance be encountered during deployment of the superion implant it may be suggestive of interference between the implant and bony anatomy, and is noted within the IFU as a potential complication associated with the use of the device.

Event description:
It was reported that during a superion indirect decompression system implant procedure the top of the implant detached from the base during insertion. The implant was replaced and the procedure was completed successfully.

Event description:
It was reported that during a superion indirect decompression system implant procedure the top of the implant detached from the base during insertion. The implant was replaced and the procedure was completed successfully.